Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 552 mg/dl. Reportedly, customer accidentally stopped insulin deliveries, and therefore was unable to bolus. Bg was addressed via a manual injection. Customer was able to resume insulin successfully.